Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, patients both leads were exhibiting high impedances. And unable to provide therapy after a fall. As such, surgical intervention was undertaken. Wherein, the leads were explanted and replaced with new leads. Reportedly, effective therapy was restored.